Event description:
It was further reported that the patient was still having issues but was working with her physician. The patient had an appointment on (B)(6) 2012. No results from the appointment were reported.

Event description:
It was reported that while stimulation was turned on to group c, the patient experienced a shocking or jolting sensation. The patient felt a "stabbing needle" in her vagina when she went to lie down and lifted her left leg. Groups a, b, d and e did not control her symptoms. In addition, the patient was uneducated on how to use the patient programmer. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Programmer model 37743, serial # (B)(4), extension model 3708320, serial # (B)(4), implanted: (B)(6) 2011, explanted: unknown; extension model 3708320, serial # (B)(4), implanted: (B)(6) 2011, explanted: unknown.